Event description:
Our rep is reporting to us that during an arthroscopic shoulder procedure, a portion of the distal tip of an ideal suture shuttle (B)(4) broke off and fell into the patient's joint space. The fragment was easily retrieved and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Fifty days have passed since this issue was reported to mitek, and to date, despite outreaches, no additional information other than what was originally reported has been received. Nothing is being returned for evaluation; complaint device discarded at user facility. No lot number was supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; we cannot discern the root or underlying cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.